Event description:
It was reported an animal underwent an unknown veterinary procedure in 2023 and suture was used. During the procedure, it was reported that six of the twelve sutures in the box have broken. No further information was provided. Unknown if any samples are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When were the six sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the product code and lot number: device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: events reported via: 2210968-2023-05813, 2210968-2023-05815, 2210968-2023-05816, 2210968-2023-05817, 2210968-2023-05818.